Event description:
Overdelivery reported. The pump was set to infuse 250 ml carmustine (bcnu) chemotherapeutic via primary line over 6 hrs. A nurse reports that the infusion completed within one hr. The pt did not experience any adverse effects. The pharmacist at the account states the drug is purposely being given slowly as part of a new study protocol involving chemotherapy and radiation. He reports that it is routinely given over one hr outside of this study protocol, thus the major concern was that the pt would have to be excluded from the study. This is "a last chance therapy regimen for her situation" and she was allowed to continue with the protocol. No further inf was available.